Event description:
It was reported that during a prostate procedure, @ 73,066 joules of use, it was noted that the fiber tip was broken. Additional information was not provided. The procedure was completed using a second fiber. "No damages to the patient" reported. Gland volume: 52 g time expended: 13:01 minutes.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Product evaluation: failure analysis for fiber 0010-2400-345a-(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits severe devitrification at the output window. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.